Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. Cold insulin had been used. The customer declined going through another load process with tandem technical support. Customer reported a blood glucose level of 200 (mg/dl) and administered correction boluses with the pump to stabilize bg level.